Event description:
It was reported that the patient was hospitalized for 5 days and was diagnosed with kpc infection, antibiotics were provided due to this event. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No other relevant information has been received to date.